Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite. The fsr determined the flow sensor was bad and he replaced it. The fsr performed an ovp and performance check. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator kept auto-cycling and would not stop while in use on a patient. The patient was not receiving any tidal volumes. The customer advised there was no patient harm associated with this event.